Event description:
It was reported that the patient was implanted with the left ventricular assist device (lvad), and the left ventricle was not filling. A right ventricular assist device (rvad) was then placed. The patient was also placed on continuous venovenous hemofiltration (cvvh), was oliguric and was intubated (neurologically intact). They also had a plan for additional right ventricle support from protek duo. The patient remained on dobutamine, levophed, and vasopressin. They were temporarily hemodynamically stable, all chest tubes remained while chest was still open. The patient later passed away on (B)(6) 2026. The cause of death was unknown, and whether the outcome was device or therapy related was not provided by the customer. An autopsy was not performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and rvad placement. No further information was provided. The manufacturer is closing the file on this event.